Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications. There are no similar complaints, of this nature, related to this batch number.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to place a taxus express2 2.75x32mm drug eluting stent. While trying to position the stent in the left main, a stent strut was pulled up. The procedure was completed with a 2.5x24mm stent after predilating with a 2.5x15mm balloon. No patient complications occurred.